Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. No moisture damage electronic assembly during visual inspection.

Event description:
The product returned for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.